Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20055332; medical device expiration date: 2023-05-09; device manufacture date: 2020-05-04. Medical device lot #: 20045836; medical device expiration date: 2023-04-11; device manufacture date: 2020-04-08. (B)(4). Investigation summary: (lot #: 20055332) one sample was returned from the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. A device history record review for model#: 20019e; lot number: 20055332 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. This incident has been added to our database of reported incidents. (Lot 20045836) no product or photo was returned by the customer. A device history record review for model#: 20019e lot number: 20045836 was performed. The search showed that a total of 12003 units in 1 lot number was built on 14apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: (lot#: 20055332) the set attached to a bd syringe filled with water. The set was primed. No defects were identified, and the failure was unable to be replicated. (Lot#: 20045836) the customer complaint that there is difficulty priming the port on the extension set while flushing the tube could not be verified due to the product not being returned for failure investigation. Root cause description: (lot#: 20055332) a root cause could not be determined because the failure was unable to be replicated. (Lot #: 20045836) due to no sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: (lot #: 20055332) a CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. An increase of 53 complaints from months of march to october for models 2000e and 20039e has been received due to occlusion in the smartsite piston sub-assembly part numbers 10061789, 605800-100 and 620-00180. (Lot#: 20045836) per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that 1 y ext w/vlv ports & 2 sld clp from lot #: 20055332, and 1 set from lot #: 20045836, would not prime easily during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "event 1: material #: 20019e; batch/ lot #: 20055332. Event 2: material #: 20019e; batch/ lot #: 20045836. It was reported that there is difficulty priming the port on the extension set while flushing the tube. Verbatim: our smartest extension set (bifusers) have had some issues recently. There is one port on them that will not prime easily even with appropriate engagement of tubing. There has been a need to use a syringe to flush the one side. I tried it today and it felt as if there was a pop on one side when I went to the flush the tubing, the other side didn¿t have that feel. The 2 today have reference number: (B)(4); lot number: 20055332 (this is the one I tried) lot number 20045836."